Event description:
Failure code 403. Info was not provided regarding whether or not the failure occurred during an infusion. No reports of any pt incident involving this pump since the last baxter svc event.